Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the port was retrieved. The instrument shaft/ tip had broken after the port was retrieved. No fragments fell into or on the patient. The patient had recovered well and had no issues after.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer, the proximal clevis was found dislodged where it meets the main tube. The main tube appeared broken, and the conductor wire appeared broken as well, at the wrist. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal end. The proximal clevis was separated from the main tube as a result of the main tube breakage and it was not returned. The grip and pitch cables were likely cut with an external tool based on the appearance of the cable. There were pieces missing, but the size of the missing pieces could not be confirmed. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the surgeon attempted to remove the instruments and undock the robot. A fenestrated bipolar forceps instrument failed to retract, appearing dislodged at the distal end from its shaft. The assistant and scrub nurse removed it from the robot carriage and manually withdrew it from the patient, with the port still attached. The port remains unretrievable. The surgeon confirmed no foreign material was left in the patient. The cable appeared loose but not snapped, as noted by the scrub nurse. The procedure was completed with no reported injury.